Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient was needing a magnetic resonance imaging (MRI) and MRI compatibility information was reviewed. It was further reported the patient informed the hcp that the pump no longer worked and the ¿pump was dead.¿ the caller had no additional details to provide. Patient symptoms were not reported, and the event date was asked and unknown. No further complications were reported.